Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units, and remained static at 105 units. There was no impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge successfully and received an accurate fill estimate.